Event description:
It was reported that a remote merlin transmission revealed undersensing. No patient symptoms were reported. Reprogramming changes were recommended. No further information is available.

Manufacturer narrative:
(B)(4).